Event description:
It was reported that the patient experiences palpitations. It was noted that the device was found in backup mode. No programming changes made were reported. No patient status were reported.